Event description:
It was reported that a post market clinical study, patient underwent a kyphoplasty procedure on levels t10 and t12. A cement extravasation in the disc space to level t10 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow-up with representative.